Event description:
A customer contacted beckman coulter (bec) reporting a leak at the probe and baths of the coulter act 8/10 analyzer. The volume of the leak was a few mls and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence. There was no death, injury or change to patient treatment. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection to the leak.

Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with troubleshooting the leak over the telephone. Cts instructed the customer to manually bleach and rinse the red blood count (rbc) and white blood count (wbc) baths drain and the probe wipe. After this was performed, the customer ran controls in the instrument without any leaks. Issue was resolved. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).